Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a positive pcr test result. On (B)(6) 2022 at 10:00 a.m., the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022 at 9:30 a.m., the consumer performed another covid-19 at-home test and the result was negative. On (B)(6) 2022 at 12:00 p.m., the consumer had a pcr test and the result was positive. On (B)(6) 2022 at 2:30 p.m., the consumer performed another covid-19 at-home test and the result was negative. The customer was recovering at home. The customer's symptoms include earache, swollen glands, light sensitivity, fatigue, sore throat, 100.2 °f body temperature, mild muscle aches, and vomiting. No other information can be provided. No additional information about treatment and outcome was provided.